Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the gusset area (returned for evaluation). A scratch is observed on the posterior side of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that two months following an intraocular lens (iol) implant procedure the iol was exchanged in a secondary procedure. Additional information was provided that the iol was exchanged for a different lens model and power. The patient's issues have resolved and is stable now with good vision after the lens was exchanged.